Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were visible under fluoroscopy. The lead tested normal and no anomalies were found. The physician elected to monitor the lead and patient.